Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found there was a contaminated flow path. He cleaned the sipper, vacuum and dilution nozzles, and sonic wash stations and he replaced the sample probe and reference electrode. He ran ise checks, calibrations and qc which were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results for qc material and patient samples from the cobas pro ise analytical unit. The initial result was 153 mmol/l and the repeat result was 138.6 mmol/l. The questionable result was not reported outside of the laboratory.